Event description:
The external pulse generator for repair of a damaged case. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary- (B)(4): analysis found that the main printed circuit board was out of electrical specification. Analysis confirmed that the upper case was broken. It was also found that the high rate cover, lower case, side bail covers, and ring cover were broken.